Event description:
It was reported that a patient experienced persistent drainage after the use of ovitex lpr in robotic ventral hernia repair. The surgeon re-operated to assess the surgical site. Upon site assessment it appeared that the device had partially integrated. Non-integrated portions of the device were removed and the patient closed.

Manufacturer narrative:
Despite the issues noted, the hernia repair remained intact and no additional reinforcement material was added upon second surgery. It was reported on (B)(6) 2023 that the patient was recovering with no ongoing issues noted.